Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure modes for insufficient blood flow and tubing separating from the barrel with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that tubing separated from the barrel and there was insufficient blood flow with a bd vacutainer® safety-lok¿ blood collection set. The tubes having insufficient blood flow occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer would like to report insufficient blood flow witnessed when using product 367285. Facility has experienced 5 occurrences of this issue as well as one issue of tubing separating completely from barrel. No specific date is known for any of these occurrences. No blood exposure, no medical intervention and no safety issue.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing separated from the barrel and there was insufficient blood flow with a bd vacutainer® safety-lok¿ blood collection set. The tubes having insufficient blood flow occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer would like to report insufficient blood flow witnessed when using product 367285. Facility has experienced 5 occurrences of this issue as well as one issue of tubing separating completely from barrel. No specific date is known for any of these occurrences. No blood exposure, no medical intervention and no safety issue.